Event description:
It was reported that the patient had her generator replaced and lead repositioned due to "surgical site pain". Diagnostics at the time of surgery were within normal limits. The product was disposed of following surgery, so it cannot be returned to the manufacturer. Attempts for further information have been unsuccessful to date.